Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding forty (40) discordant tacrolimus (tac) patient sample results obtained on a dimension exl 200 system. Mdrs 2517506-2022-00180, 2517506-2022-00181, 2517506-2022-00182, 2517506-2022-00183, 2517506-2022-00184, 2517506-2022-00185, 2517506-2022-00186 and 2517506-2022-00187 are filed for the same event. Siemens is investigating the event.

Event description:
Forty (40) discordant tacrolimus (tac) patient sample results were obtained on a dimension exl 200 system. The discordant results were reported to the physician(s) and the results were questioned. The same samples were reprocessed on a later date on the same dimension exl 200 system with an alternate lot of tac assay and tac results, considered correct, were obtained. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant tacrolimus (tac) results.

Manufacturer narrative:
Additional information (25-jan-2023): siemens healthcare diagnostics concluded the investigation of the event. Siemens confirmed imprecision for quality control (qc) and patient samples with dimension tacrolimus (tac) lots ga2286, ga3047 and ga3171. Urgent medical device correction (umdc) dc-23-03.a.us dated 30-jan-2023 was sent to all united states (us) customers who had been shipped the impacted lots. Urgent field safety notice (ufsn) dc-23-03.a.ous dated january 2023 was sent to outside the us (ous) customers who had been shipped the impacted lots. Customers were advised to discontinue use and discard the dimension tacrolimus lots ga2286, ga3047 and ga3171. Root cause investigation is in progress and corrective action updates will be provided in monthly status update reports to the FDA as per 21 cfr part 806.10. Sections h3, h6 and h8 have been updated to reflect siemens' investigation. Initial MDR 2517506-2022-00179 was filed 15-jul-2022. Initial mdrs 2517506-2022-00180, 2517506-2022-00181, 2517506-2022-00182, 2517506-2022-00183, 2517506-2022-00184, 2517506-2022-00185, 2517506-2022-00186 and 2517506-2022-00187 were filed for the same event on 15-jul-2022. MDR supplements 2517506-2022-00180 supplement 1, 2517506-2022-00181 supplement 1, 2517506-2022-00182 supplement 1, 2517506-2022-00183 supplement 1, 2517506-2022-00184 supplement 1, 2517506-2022-00185 supplement 1, 2517506-2022-00186 supplement 1 and 2517506-2022-00187 supplement 1 are filed for the same event